Event description:
It was reported to boston scientific corporation that a sensation large oval snare was used in the colon during a colonoscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the surgeon attempted to apply cautery to remove the polyp after it had been snared, but the device failed to transmit current. The active cord was changed but still no current was transmitted through the snare. There was no indication that the cautery was working; therefore, another single-use device was used to complete the procedure. Reportedly, the polyp that the snare was being used to remove was lost. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Investigation results: visual evaluation of the returned device found loop bent. The device extends and retracts with no issues. Electrical resistance testing was performed and found the device within manufacturing specifications. The complaint that the snare could not cut and would not transmit current was not confirmed. The device did not show any evidence of the alleged issue, nor did it show any defect which could have contributed to the event. The loop bent that was found does not affect the electrical function of the device and could be caused by anatomical or procedural factors met during the procedure. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a sensation large oval snare was used in the colon during a colonoscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the surgeon attempted to apply cautery to remove the polyp after it had been snared, but the device failed to transmit current. The active cord was changed but still no current was transmitted through the snare. There was no indication that the cautery was working; therefore, another single-use device was used to complete the procedure. Reportedly, the polyp that the snare was being used to remove was lost. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.